Event description:
The customer reported a leak from the channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed a leak due to a perforation in the forceps channel and found the forceps stopper cap was scraped off. This report is being submitted for the malfunction found during the device evaluation (forceps stopper cap scraped off).

Manufacturer narrative:
Upon further evaluation, service found a continuity failure due to damage to the tip cover. The bending angle was lacking due to stretching of the angle wire. Scratches were observed on the insertion section of the tube, control section, rotating mechanism, switch box, control grip, angle lever, up/down plate, universal cord, scope connector, and scope connector cover. The light guide cover lens had dirt that was difficult to remove. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.